Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06014189 that an ar-3200-0001t synergy console is having a problem with the image on the screens during arthroscopies. When using the apollo rf burner or other arthroscopic electrocautery, the image on the screen flickers, disappears, has lines running through it, or is otherwise distorted. Tech support is troubleshooting to resolve the issue. The patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. (Device not returned) the most likely cause for the reported event is a failing isolation board.